Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had unexplained high blood glucose of 600 mg/dl. At the time of the call, the customer had blood glucose of 423 mg/dl. Troubleshooting found that the drive support cap was normal. The customer was advised to remove reservoir, rewind and reinsert reservoir and run manual prime and insulin exited the tubing. Customer could not troubleshoot any further and indicated that they would call back.